Event description:
Pt reported experiencing problems with the infusion device. Pt stated the infusion device does not deliver accurately. Pt reported experiencing elevated blood glucose levels in the last days; no blood glucose level was provided. Pt stated he tried to change all of the accessories of the infusion device; the infusion set, the needle, the infusion adapter and the insulin cartridge but the issue occurred again. Pt reported he used a pen to reduce his blood glucose level and to solve the problem. Pt's normal blood glucose level was not provided. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.